Event description:
The pt was admitted for a procedure in 2008 with an 80%, slightly calcified lesion in the left anterior descending branch. The vessel was tortuous. The lesion was pre-dilated. During the first inflation of a 2.25 x 18mm cypher select plus stent, at about 16 atm, the balloon ruptured. Contrast was leaking from around the ruptured balloon. A little bit of air was observed in the balloon. The pt complained of chest pain after the incident occurred. Electrocardiogram (ECG) changes and slower blood flow in the vessel were observed. Post-dilation was conducted, with a high-pressure balloon, to deploy the stent properly. The pt was stabilized. Intra coronary nitrate, aggrastat, bolus and infusion were given to the pt.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.